Event description:
Tampon shredding inside vagina foreign body in reproductive tract tampon string tugs off, tampon shredding [device breakage cotton is shredding inside when I go to remove tampon complication of device removal consumer reported via social media that the strings tug off, and the cotton shreds inside of her when removing the tampons. No serious injury was reported. Follow-up: product return identified as ontex product.

Event description:
Tampon shredding inside - vagina [foreign body in reproductive tract]. Tampon string tugs off, tampon shredding [device breakage]. Cotton is shredding inside when I go to remove (tampon) [complication of device removal]. Consumer reported via social media that the strings tug off, and the cotton shreds inside of her when removing the tampons. No serious injury was reported. Follow-up: product return identified as ontex product. 25-mar-2021: no manufacturing cause identified based on investigation.